Event description:
It was reported that customer experienced malfunction alarm on pump identified as code 16-0x20e6, with no additional event details or blood glucose values provided. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was returned for evaluation, where it started, charged, was recognized by computer, and showed no alarms in history, and customer received replacement pump while further analysis of returned device was pending.